Manufacturer narrative:
Product manufactured but not sold in the u.s. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, -0.5 diopter into the patient's left eye (os) on (B)(6) 2018. The surgeon reports a >/= 2-line drop in bcdva at the patient's 1-month postoperative visit. The lens remains implanted and the investigation is ongoing.

Manufacturer narrative:
Additional information: it is the opinion of the medical monitor that the decrease in bcdva reflects the subject's challenge with neuroadaptation to the edof optic. (B)(4).

Manufacturer narrative:
Previous statement: the lens remains implanted. Corrected and additional information: the lens was explanted on (B)(6) 2018. The vision loss that was initially reported has been resolved. The cause is listed as device. Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical debris on the lens surface. Visual inspection found the haptic torn. (B)(4).